Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/25/2016, that on (B)(6) 2016, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. No additional event or patient information is available. Data was provided for review; however, the reported inaccuracy could not be confirmed as there was no data for the date of issue. A root cause could not be determined via data.